Event description:
The pt received her trial scs system, including a percutaneous lead, on (B)(6) 2011. Five days post-implant, the pt presented to the ER reporting pain along with odor, redness and discharge at the lead incision site. Further exam of the trial system found that the lead had migrated. An oral medical history taken by the ER staff found that the pt had neglected to take the antibiotics prescribed to her at the time of implant. The lead was immediately explanted and discarded by the facility. The pt was given a new round of oral antibiotics to treat the infection. It is unk whether a culture of the infected site was taken in the ER as the type of infection was not available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.